Manufacturer narrative:
Medwatch sent to FDA on 09/29/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with chlorhexidine and then injected to the dark circles and lower eyelids with juvéderm® volbella¿ with lidocaine. Patient was concomitantly injected with botox® and with juvéderm® volift¿ with lidocaine in the lips "without other reactions." Patient used cold compress after injection. Twenty four hours later patient developed edema and erythema in the lower eyelids. Patient was prescribed prednisone without improvement after 48 hours. Patient was then injected with hyaluronidase with improvement. Patient was additionally treated with radiofrequency and drainage. Symptoms resolved a week after injection.

Event description:
Additional information: patient's injection to the nasal-eyelid concavity was "justaosseo."

Manufacturer narrative:
Concomitant therapies: chlorhexidine, cold compress. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema and erythema as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported prior to injection patient was pretreated with chlorhexidine and then injected to the dark circles and lower eyelids with juvéderm® volbella¿ with lidocaine. Patient was concomitantly injected with botox® and with juvéderm® volift¿ with lidocaine in the lips "without other reactions." Patient used cold compress after injection. 24 hours later patient developed edema and erythema in the lower eyelids. Patient was prescribed prednisone without improvement after 48 hours. Patient was then injected with hyaluronidase with improvement. Patient was additionally treated with radiofrequency and drainage. Symptoms resolved a week after injection.